Event description:
It was reported that during a lap cholecystectomy procedure while using the device on a large cystic duct, the device would not open. It was removed with force from the tissue and a malformed clip was observed. The clip was crossed but not scissored. They used a second similar device to complete the case with not pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.